Event description:
The customer reported that during a patient event, their device lost power multiple times throughout the call. The customer was unable to keep the device on long enough to print a complete 12 lead. The customer did have a backup device available immediately. The patient was only being monitored and did not require defibrillation therapy. There was no adverse effects caused to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate or verify the reported failure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported failure could not be determined.